Manufacturer narrative:
A field service engineer was dispatched to the customer site. Details of the resolution are unknown at this time, and advanced sterilization products will continue to follow-up for the issue resolution. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smell¿ or odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The field service engineer (fse) confirmed the odor/smells issue, and noted the planned/preventive maintenance (pm) service for the sterrad® 100nx was overdue. He stated the vacuum pump oil was ¿cloudy¿ and also noted unspecified issues with the oil mist filter. He recommended a pm to help resolve the reported issue; however, the customer declined the service, and the system was not restored to specifications at the time of the event. The customer was advised to avoid using the unit until it is in compliance with the manufacturer specifications. The customer has since approved for the unit to be serviced by asp, and on 16-jun-2022, a pm was completed for the sterrad® 100nx sterilizer, which included replacement of the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The unit was confirmed to meet manufacturer specifications after the pm service. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). ¿ the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from event date and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The most likely assignable cause of the odor/smell may be attributed to the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The asp field service engineer replaced the parts during the maintenance service and confirmed the sterrad® 100nx was restored to manufacturer specifications after the pm service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).